Event description:
The manufacturer was informed of the following event through patient tracking database. Based on the information on patient's implant form, memo 3d size 34 was implanted and explanted intra-operatively on (B)(6) 2022. No allegation of a device malfunction nor serious injury on the patient was received from the hospital regarding this event.